Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient thinks his stimulation shut off 2 hours ago as he was having a difficult time talking. The patient could not confirm if the stimulation was off as the patient programmer was reported to be lost. The patient also stated that he has been having trouble with his deep brain stimulation (dbs) since implantation. The patient clarified by stating that he experienced overstimulation so he turns it up and down throughout the day and then has to turn it off. The patient has been reprogrammed 15 times and reported that it worked but created overstimulation. It was then stated, "in 24 hours he will have to take a ride in an ambulance to a hospital." The patient also reported he was not moving and the surgery had been a disaster.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.